Event description:
During a coronary stent procedure, the physician was unable to cross a pre dilated lesion. The delivery/stent device was retracted back to the guide and the entire system was removed. Upon removal it was noted that the stent was missing. Attempts to locate in the pt were unsuccessful and the undeployed stent remains in the pt. Pt status is listed as "okay".